Event description:
It was reported by an onsite olympus representative that, the deflectable videoscope had a rubber adhesive stuck. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further evaluation found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the deflectable videoscope had a rubber adhesive stuck; however, it was confirmed it was not part of the distal end. Therefore, per the legal manufacturer, this issue of stuck rubber adhesive is not likely to cause or contribute to death or serious injury if the malfunction were to recur.